Event description:
Patient was revised to address implant fracture between the stem and adaptor. The distal femur was found to be fractured. Loosening of the femoral component at the cement/bone interface was also reported; however, competitor cement was used in the primary surgery. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device did not find any evidence of product failure. No evidence was found suggesting product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.